Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Foreign material was found inside the biopsy channel. The bending section cover glue and light guide lens were cracked. The switch/camera had a minor scratch. Th objective lens had a shiny internal chip at the edge. The angulation was low. The control knob had play. The forceps elevator had corrosion. The guide wire tension, catheter and leak tests were unable to be performed due to the clogged biopsy channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a procedure, while using a balloon, the balloon broke off and was stuck inside the channel on the evis exera ii duodenovideoscope. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the balloon was used for the procedure and broken due to mishandling by the user. It is also likely that the balloon was stuck in the biopsy channel. Olympus will continue to monitor field performance for this device.